Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the guidewire was seen protruding from the side of the microcatheter. The devices were removed from the patient. The patient was reported to be in sound condition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation without the guidewire. Therefore, any contributing factors from the guidewire could not be assessed. The catheter tip appeared to be shaped. The catheter was also found to be punctured at the proximal of the distal marker band. In addition, the catheter body was found to be wavy between the proximal and distal marker bands. Based on the above findings the customer's report was confirmed.the cause for these damages is possibly due to the shaping of the catheter tip. All catheters are 100% inspected for damages and irregularities during manufacture. Per the echelon IFU (instructions for use): use only a steam source to shape the catheter tip. Do not use other heat sources. Inspect the tip for any damage that may have resulted from steam shaping the catheter tip. If any damage is found, do not use the catheter. (B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device involved in the event has not been returned for analysis; therefore, the event cause could not be determined.